Manufacturer narrative:
The user reported low glucose event on (B)(6) 2024 at 04:00 am where user's sg was 59 mg/dl and bg was 62 mg/dl. Per the case information, the user confirmed that they received and heard the low glucose alert at the time of the event. A review of the data management system (dms) data revealed that on (B)(6)2024 at 4:00 am user's sg was 95 mg/dl, and no bg was entered. However, user's sg was trending down, and the user received a low glucose alert at 4:19 am when the sg was 60 mg/dl. The user did not seek for medical treatment. User's hcp was not aware of the event. The user was advised to get in touch with their hcp for any medical assistance.a case (B)(4) was created to address the sensor inaccuracies related issues.a review of the in-vivo data revealed that optical instability was observed in the short end asic (application specific integrated circuit) on the day of the low glucose event.this was potentially due an unstable power supply to the short end asic, and most likely contributed to inaccuracies observed by the user. The short end asic's contribution to the sensor glucose calculation was eventually de-weighted after (B)(6) 2024, day 13 from insertion.the sensor data was reviewed for two weeks following the low glucose event, and the user's system was working as intended with good sg/bg matching. B4. Date of this report 12 february 2025. G3. Date received by the manufacturer? 12 february 2025. H3. Device evaluated by manufacturer? Yes. H6. Health effect -impact code updated to 4613. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 120. H6. Investigation conclusions updated to 4307.

Event description:
On 30 december 2024,senseonics was made aware of an incident where user reported a low glucose event on (B)(6) 2024 at 04:00 am where sg was 59mg/dl and bg was 62mg/dl. After dms review on (B)(6) 2024 at 04:00 am where sg was 95 mg/dl and bg was 62 mg/dl. After dms review, we confirmed that the user didn't receive a low glucose alert at the time of event because the sg never went below the alert level.

Manufacturer narrative:
The manufacturer is currently performing investigation and results will be provided in a supplemental report.

Manufacturer narrative:
The user reported low glucose event on 30 decemeber 2024 at 04:00 am where user's sg was 59 mg/dl and bg was 62 mg/dl. Per the case information, the user confirmed that they received and heard the low glucose alert at the time of the event. A review of the data management system (dms) data revealed that on 30-dec-2024 at 4:00 am user's sg was 95 mg/dl, and no bg was entered. However, user's sg was trending down, and the user received a low glucose alert at 4:19 am when the sg was 60 mg/dl. Thus, the customer provided example could not be confirmed. A review of the alert history confirmed that the user received a low glucose alert at 4:19 am as user's sg value was below the threshold of 65 mg/dl. Based on the information that was provided by the user, it can be concluded that the system performed as intended around the time of event. The user did not seek medical treatment and was advised to follow up with their hcp for medical guidance. This complaint does not require any further investigation. B4.date of this report 13 february 2025. G3.date received by the manufacturer? 13 february 2025. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.